Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported changing infusion sets every 5 days. Customer was instructed to change infusion sets every 3 days per the user guide. System check was started with tandem technical support; however, customer was unable to complete the check. Upon follow up, customer had reverted to an alternate method of insulin therapy. Customer's blood glucose was 477 mg/dl.